Manufacturer narrative:
The images were submitted to edwards lifesciences and were reviewed by an edwards medical director. The following observations and impressions were made: severe aortic calcification, moderate-severe aortic root calcification, bulky calcium on ncc, and mild septal bulge. Post valve deployment demonstrated a non-functioning leaflet on tee. Impressions: non-functioning leaflet involving rcc probably secondary to severe aortic valve calcification, which may have contributed to leaflet trapping. The severe hypotension, post rapid pacing, which precipitated the cardiac arrest was most likely secondary to severe ai from the non-functioning leaflet or intracardiac air. All three leaflets were functioning in last tee images viewed. In this particular case, the cause for the reported non-functioning leaflet is not known. It is noted per the imaging review that severe aortic valve calcification could have contributed to leaflet entrapment. This in combination with the reduction in diastolic pressure during rapid pacing could have contributed to the event and the resulting severe hypotension from the ai. Other potential causes of a non-functioning leaflet is native leaflet over-hang when the valve is deployed too ventricular or if there are long native leaflets . The final position of the first sapien valve cannot be assessed based on the submitted imagery. In this case, chest compressions had to be administered which restored the blood pressure and resolved the non-functioning leaflet. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the exact cause of the event is unknown and there was no confirmed evidence of malposition. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. No further actions are possible at this time.

Manufacturer narrative:
H6: imaging review.

Event description:
As reported by the edwards sales representative, post valve deployment it was noted that one of the leaflets was not moving in conjunction with the other two leaflets. The patient decompensated and CPR was administered. A second valve was pepped for a valve-in-valve procedure, however, during chest compressions it was noted the motionless leaflet had dropped and was now functioning. The patient was noted to be in stable condition at the end of the procedure.

Manufacturer narrative:
The patient's medical history is not available, however, per the clinical specialist the patient's stj and native leaflets/native annulus were severely calcified. There was no reported severe ventricular septal hypertrophy and the ejection fraction was at 65%. The image intensifier angle used was good, delivery system and valve positioning was coaxial in the aortic annulus with a final position of 50:50 in the annulus. There was no loss of pacing capture during valve deployment. Device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Investigation is ongoing.